Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine outflow was not observed. The user checked the catheter, and urine burst into the bag. Reportedly, the patient's abdomen was fully intumesced (swollen) . It is unknown if the catheter was manipulated or visually checked.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. No visual defects were noted on returned catheter or the drainage bag. Per the functional testing, the balloon was inflated with 10ml of water and a flow rate test was administered; while inflated, the flow rate was 120ml/min, 125ml/min and 128ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. We were unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that urine outflow was not observed. The user checked the catheter, and urine bursted into the bag. Reportedly, the patient's abdomen was fully intumesced (swollen) . It is unknown if the catheter was manipulated or visually checked.